Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported suction loss at 89% complete. The procedure was aborted and a new treatment was completed the same day. Additional information requested.

Manufacturer narrative:
Additional information provided. A review the logfile for the day of treatment shows during the reported treatment the user achieved valid and good values for both suctions, but in one second suddenly the vacuum values for the suction two dropped down. A warning message appeared and the system aborted the treatment. The warning message was shown because the suction values were oscillating at the lower limit. The user did vacuum check and restart the aborted treatment. The treatment was completed successfully without any problem. Beside this treatment, the other treatments that day were all successfully performed. Technical root cause could be excluded. The most likely root cause for the reported event is a movement of the patient´s eye which caused the system exceeds the lower warning limit and aborted the treatment. The manufacturer internal reference number is: (B)(4).